Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed high pacing impedance on their left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.